Manufacturer narrative:
Concomitant medical products: dvab1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Oversensing/noise was noted during the high rate non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.